Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned stapler revealed that the sample appears used as there is biological material present on the device. The stapler was returned with 40 staples left in the cover block. Dimensional inspection was performed at the manufacturing site. Measurements were taken of the widths and heights of the first staple that was stuck in the device. It was found that the staple was out of specification. Functional inspection was performed by engaging the trigger of the stapler using hand pressure. No staple fired. The trigger was engaged several more times with the same result. It appears that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The sample was sent to the manufacturing site for further evaluation. It was found that the first staple was stuck in the device. Dimensional inspection was performed on the staple that was stuck in the device. It was found that the staple was out of specification. Since the staple was out of specification, it appears that this prevented the staple from firing properly. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The sample was shipped to the manufacturing site for further evaluation. It was found that the first staple was stuck in the device and that the staple was out of specification. Since the staple was out of specification, it appears that this prevented the staple from firing properly. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "staples jammed" was confirmed based upon the sample received. One sample was returned. Upon functional inspection, the staples were unable to fire as the misalignment of the staples prevented the staples from moving down the track and into the forming tool. The sample was sent to the manufacturing site for further evaluation. It was found that the first staple was stuck in the device. Dimensional inspection was performed on the staple that was stuck in the device. It was found that the staple was out of specification. Since the staple was out of specification, it appears that this prevented the staple from firing properly. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
It was reported that the clips or staples jammed.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73e1800116 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips or staples jammed.